Event description:
The customer reported qty (02) surgery department discovered 2 small black spots on product. There was no reported pt incident/injury.

Manufacturer narrative:
(B)(4). Qty (02) surgery department discovered 2 small black spots on product. There was no reported pt incident/injury. The 92025-c gel-e-donut was evaluated. The 92025-c gel-e-donut was found to be leaking above the letter "u" on the back side of the bladder. Replacement 92025-c-gel-e donuts were ordered and shipped to the customer site. There was a product malfunction (unrelated to mold). Found to be leaking above the letter "u" on the back side of the bladder. No formal response was requested and none is warranted.